Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the touchscreen was defective. Analysis also found the media door was damaged.

Event description:
It was reported the lower half of the screen was non responsive. The programmer was returned for service. There was no patient involvement indicated.